Event description:
It was reported that ¿just before¿ a prostate procedure the, "laser did not warm up - black screen." The physician reverted to an alternative procedure (monopolar resection) to perform and complete the procedure. ¿no patient or user injury¿ reported.

Manufacturer narrative:
System analysis/service repair on november 04, 2014: the reported ¿black screen and laser cannot switch on¿ issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced. The fiber port was cleaned and leak on chiller was secured. The system was tested and verified to meet ams specifications. The top cover was returned to ams on december 10, 2014 and was sent to the supplier. Supplier analysis report: the top cover was evaluated by the supplier on july 02, 2015. The reported ¿black screen¿ issue was confirmed. The 24v line and tantalum capacitors were noted shorted. The capacitors were replaced, reprogrammed and the display screen passed the standard production test.